Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the event and should not have been reported. The initial report should be voided as it was submitted in error.

Manufacturer narrative:
(B)(4). Concomitant medical products - waldemark link gmbh & co rotational knee. (B)(4). Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee revision procedure approximately one year post implantation due to pain and dysfunction. The patella was noted to be partially broken. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event could not be confirmed with the available information. Device was not returned for analysis; therefore, a product evaluation could not be conducted. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was undetermined. There are warnings about this type of event in the package insert and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Event description:
It was reported that the patient underwent a total knee arthroplasty with a zimmer biomet patella and competitor rotational knee prosthesis. The patient reported experiencing pain and cracking. Subsequently the knee was revised approximately one year post implantation. Instability was noted in the connector area of the rotational knee as well as substantial polyethylene wear; the polyethylene of the femoral connector was noted to be partially broken. All components were removed and replaced. No additional information is known at this time.